Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to deploy clip and thumb advancer was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to deploy thumb advancer or failure to deploy clip incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after a left heart diagnostic procedure, using a 6f sheath. Reportedly, the sheath did not completely split. The safety release mechanism was used to remove the device. Hemostasis was achieved by applying manual arterial compression. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch, additional information received: the sheath would not split and the clip would not deploy.